Event description:
It was reported that during a lap myomectomy procedure, a 12 mm trocar leaked. They described it as a hissing sound. The insufflator worked fine, it was a stryker insufflator. There were no patient consequences. Case completed with another trocar of the same product code. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned. The reported product has been identified as part of the voluntary recall of endopath xcel with optiview technology.